Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia transabdominal preperitoneal procedure, staples no longer close after using three cartridges. The surgeon replaced the device to resolve the issue. There was no patient injury.